Event description:
Feeding tube inserted nasally 5/28/94 used for feeding (suplena or nepro) without problem. Tube changed to oral dobhoff 6/20/94 - noted three inch tip of tube remains in stomach.meds down tube as ordered=lanoxin 0.125mg gdcarafate 1gm q 6 hrs.lactulose 10gm bidamphogel 30cc q 4 hrs.propulsid 10mg 15 minutes before feedingnystatin swish/swallow qid